Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the lead helix was not extending properly. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.